Event description:
It was reported that the bottom case was broken. There was reportedly no patient involvement.

Manufacturer narrative:
The device was sent to a authorized service provider (asp). The asp confirmed the broken bottom case. The bottom case needs to be replaced upon conclusion of the evaluation, it was determined that the bottom case requires replacement. It was replaced. The device passed testing and was put back into service.

Manufacturer narrative:
The device was sent to a third party servicer and no information is available. The servicer was sent a request but no response from them. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available.

Event description:
It was reported that the "track mark and icg summary functions do not work". There was reportedly no patient involvement.